Event description:
Pt was scheduled to get dose of taxol chemotherapy. His medication was made in the IV chemo hood using appropriate non-dehp bag and in-line filter. His medication also had a smartsite infusion set that was primed with normal saline attached to it. When the nurse went to hook the end of the primed infusion set into the pt's vein access line, the tubing of the infusion set came apart. The male luer at the very end of the set detached from the tubing. Deciding it was not safe to simply shove the male luer back onto the tubing and infuse chemo, the IV tech took the bag back into the hood and removed the priming and re-primed the bag again with a new infusion set attached to the medication bag. Pt was scheduled to get a taxol infusion when smartsite infusion set malfunctioned.